Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2013, the threading in the tip of the retaining sleeve broke off. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation coordinated by (B)(4). Report received indicates the investigation of the complained retaining sleeve shows that a part of pitch the thread broke off. We are not able to determine the exact cause of this occurrence. At this point we can only assume that a short mechanical overload caused this damage during screw insertion. These forces can be the result of, as for example, strong soft tissue push or excessive correction of the screw trajectory. These forces may overstress the material with subsequent failure of the tip of the retaining sleeve. The view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. No product fault could be detected. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history review for this lot has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.